Event description:
Customer reported that approximately 4-5 weeks prior to calling customer service his adc blood glucose meter stopped working. Customer was unable to provide any details about his meter and noted that he no longer owns it because he threw it away. Customer additionally reported that as a result of being unable to test, he subsequently experienced an injury, noting he "felt weak and fell". Customer self-treated by taking "his (unspecified) medications". Paramedics were called, but it is unknown, what, if any intervention was rendered, as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. Customer reported they discarded the product and no product information was reported; therefore no additional investigation will be conducted unless product is returned. All pertinent information available to abbott diabetes care has been submitted. (B)(4).